Manufacturer narrative:
Patient age is approximated.

Manufacturer narrative:
Patient weight not made available from the site. On 05/23/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. The medtronic representative performed the navigation system check-out and found the first imaging system spin with small passive spine reference frame, tested passive planar ball probe and navlock trackers with multiple various tips and all instruments were accurate. Both navlock sets were also tested. Second imaging system spin using the stealth air frame and used the passive planar ball instrument saw the 5mm inaccuracy. The third spin with small passive spine reference frame and the same passive planar ball instrument showed the 5mm inaccuracy. The medtronic representative re-booted both the navigation system and the imaging system, performed another spin and the 5mm inaccuracy remained with the small passive spine reference frame. On 06/02/2016 a medtronic representative, following-up at the site, reported performing the validation step of imaging system tracker calibration procedure and confirmed both trackers on the imaging system and the navigation system were accurate together. A site representative confirmed the accuracy along with the medtronic representative. No further issues and system was fully functional. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine lumbar fusion procedure, the surgeon alleged an inaccuracy occurred while navigating. Two spine reference clamps were used, one for the frame and one simply for a landmark to check accuracy. After the imaging system spin, accuracy was confirmed and some screws were placed normally with suretrak and non-medtronic driver and screws. The surgeon deemed being inaccurate and checked accuracy by touching the screw on the second spine clamp, the passive planar ball probe and suretrak driver were accurate. Both navlock trackers were inaccurate by 5 millimeters to the left. In trouble-shooting, the navlock trackers were reverified, however, the same inaccuracy was seen. Surgeon stopped using those trackers and continued with suretrak driver. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.